Event description:
The pump was removed and returned to the MFR for analysis due to the ongoing safety alert. The drugs used in the pump are dilaudid 1.3 mg/m and clonidine 660 mcg/ml.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.